Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the micro pituitary was broken off during use. All fragments were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.